Event description:
It was discovered that the motor device was "noisy and the lock on the burr was not working properly." This reportedly occurred either during pre-surgery check or surgery. There were no injuries or medical interventions reported. The exact date of the event is unknown to the reporter. It was unknown to the reporter if there were any delays in a surgical procedure or if a spare device was available. No additional information available.

Manufacturer narrative:
As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.